Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that all conductors were distorted, the suture hole was torn, there was apparent explant damage, and the lead was stretched.

Event description:
It was reported that the left ventricular lead dislodged. Upon explant it was noted that the suture hole on one of the electrodes was torn. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that all conductors were distorted, the suture hole was torn, there was apparent explant damage, and the lead was stretched.